Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted that in the pdf report on (B)(6) 2023, post MRI exam, in the summary of the information regarding the device, the atrial impedance is > 3000 ohms, in red, whereas this warning does not appear in the corresponding idf file where the atrial impedance is normal. The high atrial impedance in red on the summary of the device information on the pdf report is linked to a coding error in the software code that generates the pdf report. No general malfunction is suspected on the device.

Event description:
Reportedly, the remote monitoring report shows an atrial impedance more than 3000 ohms before a MRI exam. Is it a display issue?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the remote monitoring report shows an impedance more than 3000 ohms before a MRI exam. Is it a display issue?